Event description:
It was reported in a presentation entitled "increased post-operative radiculitis when bmp-2 is used with transformainal interbody fusion (tlif)" that 9 patients experienced radiculitis symptoms lasting greater than 6 months after implantation with rhbmp-2. Seven of the 9 patients that experienced radicular symptoms were female.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.